Manufacturer narrative:
(B)(4).

Event description:
This was a peripheral vascular intervention case to treat in-stent restenosis in the sfa. A 2.5 turbo elite was used to treat the vessel. During the procedure, arterial thrombosis and embolization occurred. A boston scientific angiojet thrombectomy system was used to treat the patient after complication. The patient was discharged per operative plan.